Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 500 mg/dl. The customer reported an issue with the insulin pump. The exact details of the issue with the insulin pump were not provided. No additional information is provided.